Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 25 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.